Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no recorded failures were found in the medstation performance analysis report (mpar). A field service engineer had user run a report that showed mainly cubie drawer 3-2 failure and a few failures in drawer 4, though no issues were present at the station. Login attempts to the support system initially failed, causing a lockout, but access was eventually gained. Both drawers were tested using the hardware test application. Debris was found in drawer 3-2, while drawer 4 was clean. All tests passed successfully. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system, drawer was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.